Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, while laying in bed the patient felt weak and had nausea. The patient¿s cgm displayed low (less than 40 mg/dl), the patient did not have a chance to check her bg and passed out. Her family called for an ambulance. Upon arrival, the patient was still unconscious and transported to the emergency room (ER). At the ER, her fingerstick was over 500 mg/dl with diabetic ketoacidosis, but the cgm was still saying low (less than 40 mg/dl). The pump and the wearable were both removed. The patient was treated with an insulin drip. She is unable to recall the rest of the medication that she was given. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.